Event description:
Patient was implanted with a stand alone coroent xl-f interbody implant at l3-4 in 2009. Approximately 6 weeks after the initial procedure, it was identified on follow-up x-ray films that the patient had developed a coronal fracture at l3, superior to the top screw of the implant. The surgeon feels that the fracture will heal and no intervention is planned at this time.

Manufacturer narrative:
The device has not been returned to nuvasive and a physical evaluation of the explanted device has not been possible. X-ray images provided were inconclusive in confirming the event. Potential risks identified with the use of this device system, which may require additional surgery , include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. Although the root cause of this event and it's relationship to the device is unknown at this time, in the event that additional relevant information becomes available, a subsequent report will be filed.